Event description:
Consumer reports accuracy issues with their logic meter; comparing readings to their other meter. Analysis run on clark error grid using competitive reading (47, 148) as ref. Point vs. Bd readings (47,148) yielded data points in the e/c range of the grid, outside acceptable limits.